Event description:
Covidien received a report that when the shiley 6dct was introduced over the cook perc track introducer, the physician could not pull the introducer out. Force was required to try to remove the introducer and subsequently, the shiley 6dct broke at the flange. The patient expired.

Manufacturer narrative:
The medical doctor performing the procedure indicated "that the tube did not seem to be the issue, but more so the shiley tube and the cook catheter (rhino kit) and the inability to pull the tube off the introducer". The sample is not available for evaluation. A review of the device history record will be performed.